Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to remove meds. A field service engineer (fse) confirmed that the station was an unknown device with no database. So, the fse checked the network port, but that no longer was active. After that fse confirmed that was a site issue and the customer to work with hospital information technology (hit). The fse mentioned that data synchronization to be rescheduled until network port is resolved. Multiple attempts were made reach fse to obtain the repair information, but no response were received. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was not communicating with server. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was not communicating with server. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.